Event description:
Letter from express solicitors ref (B)(4). Patient continued to experience pain and discomfort. Also suffered redness and swelling in right lower limb. Blood tests confirmed raised cobalt and chromium. (B)(6) 2011 - revision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # ==> pc-000117252 investigation summary ==> conclusion and justification status: a review of complaint databases or review manufacturing records could not be conducted as no product details were received. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Device history lot ==> null device history lot ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Letter from express solicitors ref (B)(4)/mbt/alp/alp (B)(6) 2009- total right hip replacement . (B)(6) 2010 - patient complained to gp of increased pain in right leg anf hip. X-ray and blood tests were normal. (B)(6) 2011 - aspiration of right hip. Aspirate was normal. Patient continued to experience pain and discomfort. Also suffered redness and swelling in right lower limb. (B)(6) 2011 - blood tests confirmed raised cobalt and chromium. (B)(6) 2011 - gp noted symptoms were disabling and patient was keen for revision. (B)(6) 2011 - revision. Now making steady progress but still suffers from pain. Solicitor requesting the following documents be made available for each of the products pinnacle, apex, corail, articuleze; product specifications design documents safety and safety testing of the products documents relating to investigations of reports of increased blood ions. Doi:(B)(6) 2009; dor: (B)(6) 2011; right hip